Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported having normal blood pressure prior to receiving a pacemaker. The patient inquired if the pacemaker can cause low blood pressure. Additional information has been requested and not yet received. The pacemaker remains in use. No further patient complications have been reported as a result of this event.